Manufacturer narrative:
A steris technician was dispatched to the account to inspect the table. The technician performed functional tests and took measurements of the table's four casters to the floor while the table was in the maintenance shop and floor locks were engaged. Per page 9-2 and 12-10 of the 3085sp maintenance manual (p764328-948) under the heading floor lock assembly and floor lock assembly adjustment the distance between each caster and the floor should be 1/4" + or - 1/32". Steris 3080/3085 rc/rl/sp surgical table preventative maintenance checklist 764327-044 requires checks of the floor lock system once per year under items 2.11 and 2.12. The floor lock feet on the foot end of the bed were easily turned by hand indicating they need new rubber cylinders p/n p021504091. There was no evidence of misuse of product by user. The table is maintained by facilities maintenance and has not been serviced by steris since the table was installed on 1/13/2005. All 3085sp warning labels were present and readable. The steris technician adjusted floor lock feet so that casters were 1/4" from the floor. The table has been placed back into use by the facility.

Event description:
Description of the event. The 3085 surgical table was set in room 6 of the or, floor locks were engaged and the table was set to reverse pt orientation. Four staff members were moving the pt from the stretcher to the 3085 surgical table. The stretchers wheels were locked and the surgical table showed locked on the hand control. As the pt was being transferred, the head of the surgical fell in between the stretcher and surgical table injuring the back of his head. After the injury, the pt seemed responsive and the surgeon proceeded with the scheduled case, which was successfully completed.

Event description:
Steris has contacted the customer for more information on the patient, however no additional information was available.